Event description:
It was reported that the bd safetyglide¿ needle did not have a complete printing of the expiration date on the label, as well as other printed information on it being blurred. This occurred with 2700 needles. The following information was provided by the initial reporter, translated from chinese: "incomplete printing of the expiration date on the outer package label, and blurred printing of some font information such as qr code."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: five photos were provided to our quality team for investigation. One image shows the word "lot" surrounded by the box with the bottom line missing from the box. Second image shows the letters in the bd name and address slightly blurred; however, the wording is legible to read. These two conditions are acceptable per product specification. Third image shows a package with the expiration date cut-off with the day missing. Forth image shows the two-dimensional bar code with blurred print. Last image shows a web strip of five packages missing product label information. The conditions observed are non-conforming per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported that the bd safetyglide¿ needle did not have a complete printing of the expiration date on the label, as well as other printed information on it being blurred. This occurred with 2700 needles. The following information was provided by the initial reporter, translated from chinese: "incomplete printing of the expiration date on the outer package label, and blurred printing of some font information such as qr code."